Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another set of elecrtode pads to continue treating the patient and a "check pads" message was displayed again. A third set of electrode pads were applied to the patient, with the same message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation and the device performed to specification. The device was recertified and returned to the customer. The ECG log data was provided and review of the log indicated that there was poor coupling of the electrode pads to the patient skin. The data showed that when not all of the criteria was met, the device could not discharge. The messages seen indicated that the measured impedance was falling over the valid range of 300 ohms. Most likely due to the poor coupling and exacerbated through the performance of CPR and not a device malfunction. Analysis of reports of this type has not identified an increase in trend.